Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's power supply assembly and one of the device's batteries. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed power supply assembly and observed process residue on filters, designator fl4 and fl10.

Event description:
The customer contacted physio-control to report that their device is not completing the boot up process when it is powered on. The device continuously beeps and the display flashes repeatedly until the battery is removed. There was no patient use associated with the reported event.